Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the grip pad with no moisture or corrosion. The returned battery cap threads were stripped and was unable to maintain and electrical connection. The alleged power issue was duplicated. The test battery cap fit and successfully completed 24 hour testing. No further power on reset events occurred. The pump cover was removed to find no evidence of moisture or damage to the power circuit.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, the battery cap was loose, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.